Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an ipg explant procedure and the explanted ipg will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.